Event description:
Event description cpi received information that this large patch lead (0041) had an insulation defect, noted dents in the insulation during a routine replacement procedure of an automatic implantable cardioverter defibrillator (aicd). The lead was insulation was repaired, and the lead remains actively implanted.